Manufacturer narrative:
The customer called requesting assistance in obtaining retrospective data for a patient that fell. The customer waited 5 days before reporting the incident to philips. The customer did not allege a device malfunction. The field service engineer instructed the customer to send in the logs. When he contacted the customer for additional information, the customer did not provide strips or other information. A review of the central station alarm logs only indicate one entry during the timeframe in question - (B)(6) 2014 is @06:10:11.078 (B)(6) 2014 : dataserver 3206, lbn 60, arrhythmia analysis on! Since the strips were not provided, there is no way to determine what occurred prior to the patient's fall. No further action or investigation is warranted.

Event description:
The customer called requesting assistance in obtaining retrospective data for a patient that fell. The customer waited 5 days before reporting the incident to philips. The customer did not allege a device malfunction. This is being reported as a serious injury. No further information is available.